Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('baby miscarried at 19 weeks') and device dislocation ('there is some type of metal clamp in your pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), depression ("depressed lately"), kidney infection ("kidney infection"), bladder disorder ("gas in bladder") and apathy ("no motivation at all") and was found to have weight increased ("gained 25 pounds"). The patient was treated with surgery (medical device removal - essure coils were removed). Essure was removed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, device dislocation, depression, kidney infection, bladder disorder, weight increased and apathy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, apathy, bladder disorder, depression, device dislocation, kidney infection, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: kidney infection, gas in bladder. Concerning the injuries were reported in this case, the following ones were described via social media: pregnancy, device ineffective, depressed, shocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events added: ¿baby miscarried at 19 weeks¿ ¿there is some type of metal clamp in your pelvic area¿ ¿device ineffective¿ ¿depressed lately¿ ¿kidney infection¿ ¿gas in bladder¿ ¿my tubes removed¿ ¿gained 25 pounds¿ ¿no motivation at all¿. Secondary reporter added. Amendment: event shocked deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.